Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone came off the vasoview hemopro 2. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heating wire bowed away from the silicone boot; the heating wire remained attached to the tip of the hot jaw. The cold silicone boot was detached from the tip of the jaw. Add'l evaluation is required. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).